Event description:
It was reported that during the implant procedure the physician was unable to remove the guidewire from the lead when the lead was positioned. It was noted that the guidewire was unable to be advanced or withdrawn. The lead and guidewire were removed. A new guidewire was used to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the stylet/guidewire was damaged, there was blood on the distal conductor of the lead and it was obstructed, and visual summary analysis of the lead indicated damage at implant. Analysis comments noted that the lead was received with the guidewire stuck in it and visual analysis found the guidewire tip distorted at tip nose and there was blood obstructed in distal conductor.